Event description:
The customer reported via phone call that the battery on the insulin pump is lasting between one and five days and is receiving low battery alerts. Customer has tried new recommended batteries and issue persists after receiving the replacement battery cap. The customer does not use the sensor feature, does not perform excessive button pressing, backlight use or daily rewinds. The insulin pump had the vibration mode on but no unattended alarms. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.